Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The manufacturer was informed of this event on 11-may-2016. As part of a global study, core lab report filter tilt 16.7 degrees on proc venogram. On (B)(6) 2016, during the study index procedure, the patient received a gunther tulip filter. Procedure: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site reported tilt per venogram was 6-<11 degrees. Site report of tilt per post-procedure x-ray (performed (B)(6) 2016) was 6-<11 degrees. Core lab analysis of the placement procedure venacavagram revealed suboptimal imaging, the ivc diameter was unable to be assessed. No ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement was noted. The filter placement site was the infrarenal. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 16.7 degrees. Core lab analysis of the x-ray (performed (B)(6) 2016) for the angle of filter tilt in the ap view was 6.9 degrees and 8.3 degrees in the oblique view. On (B)(6) 2016 (seven days post-procedure), after it was determined the filter was no longer clinically needed, it was removed. No difficulties in retrieval were reported. On (B)(6) 2016, the patient exited the study (23 days post-procedure).

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history and device history record of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Site report of tilt per post-procedure x-ray (performed (B)(6) 2016) was 6-<11 degrees. Core lab analysis of the placement procedure venacavagram revealed suboptimal imaging, the ivc diameter was unable to be assessed. No ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement was noted. The filter placement site was the infrarenal. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 16.7 degrees. Core lab analysis of the x-ray (performed (B)(6) 2016) for the angle of filter tilt in the ap view was 6.9 degrees and 8.3 degrees in the oblique view. Image review confirmed the filter had tilted as reported, but also that the tilt was due to an angulation of the ivc and the filter being deployed across this angulation. The filter was removed without difficulties seven days after placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. The investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
The manufacturer was informed of this event on 11-may-2016. As part of a global study, core lab report filter tilt 16.7 degrees on proc venogram. On (B)(6) 2016, during the study index procedure, the patient received a gunther tulip filter. Procedure: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site reported tilt per venogram was 6-<11 degrees. Site report of tilt per post-procedure x-ray (performed (B)(6) 2016) was 6-<11 degrees. Core lab analysis of the placement procedure venacavagram revealed suboptimal imaging, the ivc diameter was unable to be assessed. No ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement was noted. The filter placement site was the infrarenal. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 16.7 degrees. Core lab analysis of the x-ray (performed (B)(6) 2016) for the angle of filter tilt in the ap view was 6.9 degrees and 8.3 degrees in the oblique view. On (B)(6) 2016 (seven days post-procedure), after it was determined the filter was no longer clinically needed, it was removed. No difficulties in retrieval were reported. On (B)(6) 2016, the patient exited the study (23 days post-procedure).